Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working. The patient had a floppy glans. The patient wanted a new device due to incorrect sizing. The device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working. The patient had a floppy glans. The patient wanted a new device due to incorrect sizing. The device was removed and replaced. There were no additional patient complications.